Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1.0 ml juvéderm ultra® xc in to the tear trough. Approximately three months later, patient was treated with three different sessions within a little over 1 month apart with a total of 1 vial hyalase each session to dissolve lumpy area. Approximately less than two months later, healthcare professional noted granuloma which further described "about a 7mm mass in the lateral orbital fat pad just internal to the left lateral rim and a smaller lump just external to the lateral rim. As we both know, it is most likely an inflammatory reaction to the filler." Biopsy was not provided. Another treatment of hyalase (1 vial) was provided. Event ongoing.

Event description:
Healthcare professional reported a patient was injected with 1.0 ml juvéderm ultra® xc in to the tear trough. Approximately three months later, patient was treated with three different sessions within a little over 1 month apart with a total of 1 vial hyalase each session to dissolve lumpy area. Approximately less than two months later, healthcare professional noted granuloma which further described "about a 7mm mass in the lateral orbital fat pad just internal to the left lateral rim and a smaller lump just external to the lateral rim. As we both know, it is most likely an inflammatory reaction to the filler." Biopsy was not provided. Another treatment of hyalase (1 vial) was provided. Event ongoing.